Event description:
PICC was inserted on pt's left arm on 4/8/97. On 5/5/97 pt called home health agency. The home health care nurse removed the dressing and noticed that the hub was intact, but no catheter. X-rays were taken and confirmed catheter location. Pt was sent to the ER to have the line surgically removed. Next day a midline was placed on the pt's right arm. Pt is doing fine.